Event description:
It is reported the pt was revised due to concerns of infection and metal debris. No metal debris was noticed. A new head and liner were implanted.

Manufacturer narrative:
Eval summary: x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to pt infection. A definitive root cause cannot be determined with the info provided. Eval: no devices or photos were received; the condition of the components is unk. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.